Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side "problems with breast and examination found deterioration of implants. Healthcare professional reported "fibrocalcific thickening of the capsule/major to the left with evidence of progressive enhancement on the left at the level of the internal quadrants as for associated phlogistic phenomena", "deep plications especially at the inner quadrants", "concomitant fluid accumulation, left greater (maximum thickness 6 mm)¿, ¿periprosthetic fluid layer of maximum thickness of about 7m¿, "inhomogeneity of the content of the prosthesis with a starry sky appearance, as if due to degenerative phenomena¿, ¿periprosthetic calcifications, the largest of about 3.5 cm¿, and ¿rare scattered microcysts¿. The device remains implanted.